Manufacturer narrative:
Follow up #1 submitted: 02/07/2013 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed several occlusion alarms and time/date settings were not correct for weeks. On testing, the pump powered up normally. An ez-prime function was successfully performed. The pump was exercised for 24 hours without alarms. The force sensor was tested and noted to be within specifications. An occlusion was induced and the pump responded with the proper visual and audio alert. The pump was opened for investigation and did not reveal evidence of damage to the components of the pump's interior.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. The reporter indicated that the pump never displayed an occlusion alarm to the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.